Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/08/2020. Additional information: d10, h6. Additional h3 investigation summary: empty opened boxes, empty labeled winding former and unopened samples were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4) a manufacturing record evaluation was performed for the finished device lot number pcq125, and no non-conformance's related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices failed during this single procedure? Device return status/follow up?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. During excision, the suture snapped before he could tie a knot. Another like suture was used. There were no patient consequences reported.